Event description:
It was reported that the series 2 liner experienced eccentric wear and the acetabulum was revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation because the patient kept it. Should additional information become available, it will be provided in the supplemental report.